Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, while the device was being used for interlobar resection, as the surgeon approached the device to the tissue after completing the device's setting, surgeon closed the jaws and the indicator illuminated green, surgeon pressed the button attempting to fire, but the knife did not move, beep sound was generated and the device was not able to be used. The procedure was completed with another reload. No patient injury.